Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showing critical override and offline in remote support service. The device had been in critical override throughout the morning. Upon arriving at the site, the field service engineer (fse) logged into the admin account and reviewed the network settings. It was identified that the network adapter configuration needed to be changed from static to (dhcp) dynamic host configuration protocol. The fse completed the network change and rebooted the station. Following the reboot, the station came back online, and the critical override condition was successfully cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower gsscfsepx1 device experienced connectivity issues and appeared offline in remote smart services (rss). The customer confirmed that the device was displaying a critical override. The device was rebooted; however, it remained disconnected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.